Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that any ethicon sutures (vicryl, pds ii) was related to any adverse events in this series of patients described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used? Are there devices to be returned for analysis? Is the lot number available for any of the devices used?

Event description:
It was reported in a journal article that the patient underwent a programmed supra-infraumbilical midline laparotomy procedure along with an onlay of biomesh light p8 polypropylene mesh on unknown date between 05/2009 and 11/2012 and the suture was used to fix the mesh to the aponeuroses. Following the procedure, the patient was possibly diagnosed with incisional hernia likelihood at twelve months and underwent a reoperation possibly with mesh removal. It was reported that the patient possibly experienced surgical site infection, grade one seroma in the subcutaneous tissue, hematoma and/or superficial, deep and/or organ-cavity infection. It was also reported that the patient possibly experienced death due to possible progression of neoplasia. The patient possibly underwent re-intervention due to anastomotic dehiscence, intraabdominal abscess or intestinal ischemia. The doctor opined that re-interventions were carried out because of complications with the principal surgical technique and in no case due to the fitting of the mesh. Additional information has been requested.